Event description:
Check set alarm: this issue has been identified & corrected. Apparently, the problem was due to a small variation in the cassette welding process during the mfg process. It was this variation in the welding process which resulted in a higher than normal rate of check set alarms. Kinked tubing: the returned samples were visually inspected & 3 0f 48 were found kinked due to an improper coiling. This is an operator-related defect generated during the mfg/packaging process. Therefore, the samples have been forwarded to the supervisor & personnel involved for their review. Co continues to improve its training program to ensure the correct use of the assembly/packaging techniques & methods in each production line. Our procedure requires our supervisors to ensure that every employee is properly trained in their area of responsibility, & good mfg practices. Addtionally, our complaint system allows for the communication of complaints to the appropriate mfg & quality control personnel. We expect that these steps will assist in avoiding a recurrence of incidents of this type on future MFR of this product, as well as maintain a high product quality. Controll clamp regulation: the clamps were evaluated for any difficulty in setting the flow rate. All results were found to be acceptable.